Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a scope communication error e226. The issue occurred during preparation for an unspecified procedure and was completed using the same set of equipment. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified due to the phenomenon not being reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an scope communication error e226. The issue was found during preparation for use. There were no reports of patient injury or harm.